Manufacturer narrative:
Note: during routine review this report was reevaulated. At that time, the decision was made to file a report based on the info received. The generator was attached to a test terminal and error code 213 (firmware not compatible with software) was stored in memory. Since an error code would disable the machine, this is not related to the reported event. Initial testing found the generator functioned normall and within specifications. The high and low frequency leakage currents were specifically tested and were found to be normal and within specifications. The generator was calibrated, cycled for two hours, fully tested and was found to function normally and within specifications. Based on our findings, the cause of the customers report cannot be determined.

Event description:
Procedure: unk. Reportedly, there was an electrode burn on operator of the device. The account was contacted; however, no details were furnished about the type of procedure or the extent of the burn.